Event description:
It was reported via a trial that on (B)(6) 2010, the subject was admitted with acute coronary syndrome with elevated cardiac enzymes and stable angina. The index procedure was performed on the same day, predilatation was performed prior to stenting with one drug eluting stent (des), which was placed into the proximal right coronary artery (prox-rca). On (B)(6) 2010 the subject received a peri-procedural loading dose of clopidogrel of 600.0 mg. Clopidogrel 75.0 mg was started on (B)(6) 2010 along with aspirin 325.0 mg. The subject was discharged on (B)(6) 2010. On (B)(6) 2010, the subject presented to emergency department with complaints of chest pain. Elevated ckmb and troponin I were reported. The subject was taken to the cath lab where treatment was performed for in-stent restenosis of the index stent, with the deployment of a drug eluting stent. The subject was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.